Event description:
This is a young boy with developmental delay secondary to gbs meningitis as an infant. He was admitted with vomiting and found to have pneumococcal bacteria and meningitis. He had a cochlear implant placed 1 year ago. He also had an omaya shunt placed 3 weeks ago but that was removed today. The surgical site was healing nicely without evidence of infection.